Event description:
Arjo has been informed of an incident involving a maxi sky 440 ceiling lift. According to the information provided, when a resident was fully lifted during a transfer, the device's strap broke and the resident fell out of the ceiling lift hitting his head to the ground. As a result of the incident, the resident suffered bruising over his left eye causing it to be swollen shut for 2 days, decrease in oxygen saturation and and a back pain, for which he took pain medication. Arjo clinical specialist defined the injuries suffered by the patient as serious. After the incident, the equipment was evaluated by a service technician from motion¿ company - a medical equipment supplier based in canada, from whom the customer owns the device. The damaged strap was replaced by the technician and the device was returned to the customer.